Event description:
The customer observed falsely decreased estradiol results on the alinity I for two patients. The patients were tested 3 days later and the results were higher. The patients are diagnosed with infertility and undergoing ovulation induction treatment. The following data was provided: patient 1 28 year old female initial result = 578 repeat result = 3398 patient 2 32 year old female initial result = 601 repeat result = 1854 estradiol unit: pg/ml. Reference range: follicular phase: 21-251, mid-menstrual phase: 38-649, luteal phase: 21-312. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased estradiol results on the alinity I for two patients. The patients were tested 3 days later and the results were higher. The patients are diagnosed with infertility and undergoing ovulation induction treatment. The following data was provided: patient 1 28 year old female initial result = 578 repeat result = 3398; patient 2 32 year old female initial result = 601 repeat result = 1854. Estradiol unit: pg/ml. Reference range: follicular phase: 21-251, mid-menstrual phase: 38-649, luteal phase: 21-312. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot 54136ud00 performs as expected for the product. The ticket trending review did not identify any related trends for the product for the complaint issue. A review of the device history record did not identify any non-conformances or deviations associated with the reagent lot and the complaint issue. Customer field data was used to assess the performance of the alinity I estradiol assay using worldwide data. The review shows that the median patient results for lot 54136ud00 is within established limits and comparable with other lots in the field confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I estradiol reagent lot 54136ud00 was identified.